Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse suspected bad mixing as the fse was unable to get the transducer to start the first two attempts. The transducer was successfully started on the third attempt. The fse replaced the transducer, the ultrasonic printed circuit board (pcb) and the service loop x and z. A system check and a precision run were performed with no issues. Verification testing met published instrument and assay performance specifications. The cause of the erroneous access accutni+3 results is due to a hardware malfunction; however, no one component can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining erroneous troponin I (access accutni+3) results obtained on the laboratory's the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for samples from three (3) patients. On (B)(6) 2016, non-reproducibly elevated access accutni+3 results were obtained for samples from two (2) patients and reproducibly elevated results were obtained for a sample from a third patient. The results were not reported outside of the laboratory. There was no report to a change to patient treatment associated with this event. The two (2) patient samples with non-reproducible results were sent to another laboratory to be analyzed. No additional information or results from the other laboratory were provided. The patient samples were collected in sodium heparin tubes that were centrifuged at 3500 revolutions per minute (rpm) for 12 minutes. No issue with sample integrity was reported by the customer. System performance indicators such as calibration, quality control (qc), and system check were acceptable and were running within assay/system specifications at the time of this event. After the event, the customer performed a 15 repetition precision run that failed with results ranging from 0.00 ng/l to 31.92 ng/l. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.